Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and a correction bolus via the pump was delivered in an attempt to address the bg level. The cause of the high bg was not known. As the customer's bg was not currently high, tandem technical support advised the customer to discuss the past events with a healthcare provider.